Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was between 400-506 mg/dl. Elevated blood glucose was addressed with a bolus via the pump and by changing pump supplies at which point the customer successfully resumed insulin delivery. Customer was admitted to the hospital on (B)(6) 2021 for diabetic ketoacidosis. Customer was treated intravenously with saline and insulin, and was released from the hospital on (B)(6) 2021 with the issue resolve and no permanent damage. Upon follow up, customer reported they had reverted to multiple daily injections (mdi) for insulin therapy.